Event description:
Reporter has been using wrist monitor and has recently cut back bp medicine because bp has been coming down. When they compared the wrist monitor with their arm monitor and their doctor's monitor, they found the wrist monitor to be about 15% too low. Pt actually had high blood pressure. Has had to increase bp medication dosage higher than it was before. Company has been unresponsive since bp cuff has been sent back.